Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display goes from white to black to white to black. Customer stated that it is beeping all the time. Customer stated that he performed a pump reset. Customer was advised that the pump will be swapped. Customer's blood glucose value is 5.0 mmol/l.

Manufacturer narrative:
The pump was received with a critical error and pump error 35 was found in the formatted history file due to the force sensor zero off set out of specification. The pump was received with minor scratches on the case.